Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. The 2.5x24mm taxus liberte stent was advanced but was unable to cross the lesion. There were no patient complications reported. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination of the device found the device was returned with stent damage. The struts on the first and second rows on the proximal and distal end of the stent were raised up. The distal and proximal end of the balloon appeared to be slightly inflated. This type of damage is consistent with the balloon being inflated causing the distal and proximal ends of the stent to deploy. Visual examination revealed a hypotube kink at 240mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).